Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated. Evaluation results: the device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the lcd color cable not properly seated. The lcd color cable was properly secured to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.